Manufacturer narrative:
Batch review performed on 17-aug-2023. Lot 2240550: (B)(4) items manufactured and released on 17-mar-2023. Expiration date: 2028-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional component involved: reverse shoulder system 04.01.0126 humeral reverse hc liner ø42/+3mm (k170452) lot 2237446: (B)(4) items manufactured and released on 04-nov-2022. Expiration date: 2027-10-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 3 months after the primary surgery, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised successfully the metaphysis and liner.